Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that upon unwinding the tubing, it got disconnected from the site. She noticed disconnected tubing after package was first opened. No further information available.